Event description:
It was reported that there is poor barrier separation of sample during use with a bd vacutainer® no additive (z) tubes. The following information was provided by the initial reporter: it was reported that the blood serum is always short and plasma is not separating.

Manufacturer narrative:
H.6. Investigation: bd had not received samples, but one photo was provided by the customer for investigation. The photo was reviewed and the indicated failure mode for poor serum with the incident lot was not observed. No clinical testing is being performed as the product is not being used as intended. Technical service followed up with the customer to advise that the tube was not being used correctly ¿ using a discard tube with no additive thinking it is a serum tube with additive. Upon evaluation of the customer returned photo, the photo shows a tube with no additive. The product was made to manufacturing specifications. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. Based on the investigation, no product issue was identified as the product was found to be in conformance and met release specifications. Bd was unable to confirm the customer¿s indicated failure mode with the photo provided. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that there is poor barrier separation of sample during use with a bd vacutainer® no additive (z) tubes. The following information was provided by the initial reporter: it was reported that the blood serum is always short and plasma is not separating.